Manufacturer narrative:
Date of event: month and year valid. Analysis found that the patient interface cable came in with back clip/wave washer loose and 2 o-rings misaligned. Replaced both washer and o-rings. The device was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) requested repair of the patient interface. There was no known patient impact reported.